Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the arterial sensor was broken. The single board computer diagnostic data recorded an "f133" and "f233" error code. As a result, an alternate device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.